Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-06734. It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the mid right coronary artery (rca). Two synergy¿ drug-eluting stents sized 3.0mm and 3.5mm were deployed to treat the lesion. The procedure was completed and the patient was fine. However, as the patient was in the recovery room, the patient began to have chest pain with st-segment elevation on electrocardiogram (ECG). The patient was brought back to the cath lab and the rca was noted to have completely closed. Manual aspiration in the rca was performed and the clot was pulled out. After the vessel was opened, optical coherence tomography (oct) imaging was performed to visualize the stents placement and the vessel. Oct showed the stents were fully apposed and the procedure was completed. No further patient complications were reported and the patient was returned to the room in stable condition.